Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 25 mg/ml morphine at a dose of 5.995 mg/day via an implantable pump for spinal pain. The event logs indicated that the pump was repositioned on (B)(6). The catheter was revised with a total length of 65.6 cm. It was stated that the patient was (B)(6) with failed cervical neck surgery and chronic lumbar back pain. The patient was allergic to codeine. The patient¿s medications included levothyroxine 0.123 mg (1 per day), simvastin 40 mg 0.5 per day, nitrofurantoin macro 50 mg 3-4 per week, calcium 600 mg one per day, oxycodone 20 mg four per day #120 as needed, multivitamins 50+, ibuprofen 200 mg 1-3 as needed per day, voltaren gel 1% four times per day, xanax 1 mg every night. The patient had smoked one pack per day for 40+ years. Additional information was received from a healthcare provider via a manufacture representative on 2017-may-16. It was unknown when the patient first started to experience the need for a catheter revision/pump repositioning. The revision was performed on (B)(6) 2015. It was unknown if there was a device issue, patient/therapy issue, or procedure issue. It was unknown if the patient experienced any symptoms. The cause of the pump repositioning/catheter revision was unknown. The patient¿s weight was unknown. The current status of the catheter was unknown. There were no further complications reported or anticipated.